Manufacturer narrative:
B5: additional information received : during the initial procedure, fenestration for the left renal artery and chimney for the right renal artery were used in combination. Non-medtronic covered stents were used for both renal arteries. As per the physician the cause of the event was due to user error, as the chimney graft had a high oversized rate for native vessels. There was a possibility that the graft was kinked when the device was retracted after fenestration was performed. During the deployment of the fenestration part, it might have been adversely affected by rotation that was aligned the position (angle) with the renal artery. It was reported that the patient received treatment - catheter was inserted from the left upper arm root into the infolding part. The leak part and the infolding part were filled with coil, and the leak disappeared. B1. & b2 updated h.1 updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 47 mm abdominal aortic aneurysm. It was reported that during a follow-up (unknown date), a CT was performed where it was noted an in-folding of the stent graft, associated with type 1a endoleak. As per the physician, cause of the event cannot be determined. The physician commented that it may be due to oversizing the native vessels and rotating the device during deployment. No additional clinical sequalae were reported and the patient will be monitored.